Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a very calcified proximal circumflex artery. The 3.00x20mm taxus liberte' drug eluting stent was advanced to the lesion, but was unable to cross. The procedure was completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed stent damage.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. Visual examination of the returned device revealed distal stent damage. Some of struts were misaligned on the first row from the distal side of the stent. No kinks or damage was found along the hypotube. The balloon and tip were visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probably root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.